Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during a stomach tissue biopsy procedure performed on (B)(6) 2013. According to the complainant, the procedure was successfully completed with this device, no adverse patient effects were reported and the patient was discharged home after the procedure. The patient was not reported to have ulcers nor any other diagnosed disease. No coagulation issues were reported. No anomalies were noted with the forceps. Later that night, the patient suffered a hemorrhage and returned to the hospital. A new gastroscopy was performed on the patient to locate the origin of the hemorrhage. The stomach was found to have digested blood and an active low flow hemorrhage of the stomach. The hemorrhage was located at the biopsy site (the transition of the posterior face of the stomach to the greater curvature). The hemorrhage was successfully stopped by injecting adrenaline and applying 2 bsc resolution clips. The patient recovered and was discharged home that same night.